Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One flexible silicone drill driver was returned and evaluated. A visual inspection showed that the sheath of the device had torn near the flex head location, and there were indentations and scuffing to the sheath in other locations. There were also markings on the metal head of the device. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The reported issue was event confirmed via returned product; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the flexible drill shaft silicone sheath tore while drilling the acetabular screw. All pieces were removed. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.